Manufacturer narrative:
E: initial reporter address corrected h2: annex d corrected medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that therapy only helped for a short while after implant. Patient said that they constantly adjusted setting without improvement and turned stimulation off as said that stimulation sensation was sending shocks in the vaginal area. Patient said turned therapy off prior to pandemic shut down. Patient said that without therapy on has been using 3-4 pads a day. Patient asked if ins battery could have depleted and should be removed. Patient said has moved to virginia and doesn't have a managing physician yet. The circumstances that led to the reported issue were unknown. With instruction patient charged up communicator and then connected to implant, which indicated stimulation off. Patient checked ins battery status, which showed in the "ok" range. Patient turned stimulation on and said sensation too strong so decreased setting to a more comfortable level. Patient to monitor symptoms for 4-7 days before making any further adjustments. Patient to make arrangements to have device checked at hcp office and discuss options. The patient later called back.  The reason for call was to report that after a few minutes of turning stimulation on during the call they started to feel soreness at ins site however they were feeling stimulation in vaginal area. Patient stated no falls or trauma. Suggested patient monitor and if soreness doesn't subside to consider decreasing setting until soreness subsides. Patient to monitor and adjust as needed.